Manufacturer narrative:
A save to disk was performed and sent to technical services for analysis. A boston scientific engineer reviewed the data and confirmed that there is an issue with either the shock lead or with the connection. It was recommended to check for noise on the shock channel and to perform a high resolution x-ray with focus on the lead connection and setscrew position. At this time, this device remains implanted and in service. No additional information is available. If more information becomes available, the event will be updated. At a later date, the crt-d was explanted and returned. There were no other reported allegations against the functionality of this device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection found the header appropriate attached to the case. The sealplugs for each port were loose and the distal defibrillation port setscrew was missing. All other setscrews move freely and without issue. All noted damage was most likely induced during the explant of this device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported clinical observations.

Event description:
Boston scientific crm received information that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) presented with varying high shock impedance measurements noted during a patient follow up. After three consecutive measurements, the shock impedances were all above 125 ohms. The shock lead impedance measurement at implant was 74 ohms. No adverse patient effects were reported.